Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 10 months post implant of this 16mm pulmonary bioprosthetic valved conduit in a pediatric patient, the device was explanted and replaced with a 22mm pulmonary bioprosthetic valved conduit. The physician stated that there was somatic growth and failure (calcification and degeneration of the device leaflets). Additionally, there was stenosis, high gradients, and regurgitation. No additional adverse patient effects were reported.